Event description:
The customer reported the sys is displaying a fatal error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and determined the gib and ffb need to be replaced. (B) (4).